Event description:
Boston scientific crm received information that this patient's pacemaker pocket was revised due to an infection. There was no report of adverse patient effects due to the revision procedure. At this time the pacemaker system remains implanted in the patient.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.